Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service technician discovered physical item obstruction causing drawer failure.

Event description:
Customer reports drawer on the pyxis anesthesia system failed. No patient harm.